Event description:
It was reported to philips that the wireless foot switch (wfs) was not working. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing the diagnosis procedure, and the procedure was completed as planned using a wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch (wfs) was not working. Upon troubleshooting, fse identified the issue as intermittent loss of connection to the wireless footswitch. To resolve the issue, fse replaced both the footswitch and the base station. The defective wireless footswitch and wfs base station were returned to philips for failure analysis and the cause of the wireless footswitch failure was found to be missing anti-slip, and the bracket was loose. The cause of the wfs base station failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the wireless footswitch and wfs base station by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The procedure was completed as planned and there was no impact on the procedure. A firmware update to ensure that a loss of connection does not require a reboot of the system to reestablish connection (2021-igt-bst-020, 2023-igt-pun-004) an update to the instructions for use for charging and handling of the wireless footswitch the requirement to have the wired footswitch always connected therefore, in the sequence of events above indicated, due to the use of an alternate foot switch or hand switch, the procedure can be completed with minimal or no delay. The malfunction would not likely lead to death or serious injury. Since the execution of the c&r, no complaints have been reported to philips alleging harm or potential serious injury. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing the diagnosis procedure, and the procedure was completed as planned using a wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch (wfs) was not working. Upon troubleshooting, the fse identified the issue as an intermittent loss of connection to the wireless footswitch. To resolve the issue, the fse replaced both the footswitch and the base station. The defective wireless footswitch and wfs base station were returned to philips for failure analysis, and the cause of the wireless footswitch failure was found to be missing anti-slip, and the bracket was loose. The cause of the wfs base station failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the wireless footswitch and wfs base station by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury based on the investigation results, philips concluded that the complaint is not reportable.